Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that a chunk of plastic was missing from the top of the reservoir. Blood glucose was 88 mg/dl at the time of incident. No symptoms or treatment reported. Troubleshooting was performed but did not resolve issue. Customer stated that he reservoir was unable to lock into the place. Product will be returned for analysis.